Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor not being properly inserted. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. The returned battery was measured to be within specification. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. An extended investigation has been conducted for the reported complaint. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving unspecified low readings from the adc sensor scan in comparison to unspecified readings obtained on the built in reader. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring hcp administration of intravenous glucose for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported receiving unspecified low readings from the adc sensor scan in comparison to unspecified readings obtained on the built in reader. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring hcp administration of intravenous glucose for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.